Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had no vibration. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of no vibration could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defects were found. The receiver was charged and rebooted. The receiver log was downloaded and evaluated with no related errors observed. Functional testing was performed and there was no failure detected related to the complaint. A "try it" manual test was performed and passed. The receiver case was opened for an internal visual inspection and it passed. A intermittent vibration test was performed and the test passed. The vibrator motor resistance was measured and it registered within specification. The reported event of no vibration was not confirmed. The root cause could not be determined.